Event description:
Arthroscopic shaver full radius 3.5 m (reprocessed) used during procedure with metal shavings from device noted on video. Shaver tip removed, metal shavings removed with arthroscopic suction and visualization. No harm or injury to pt.